Event description:
As reported by the customer, during preparation for use, the device would not turn on. There was no image, just a black screen, and the menus were not available upon pressing the display buttons. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the green power light turned on, but there was no image available. The device printed circuit (bi) board was faulty. The device bi board was replaced with a known good bi board and the device was functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to faulty circuit (bi) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.